Event description:
It was reported that, "he complained to knee pain."

Manufacturer narrative:
The device is not available for evaluation. If additional info is provided, the evaluation results will be submitted in a supplemental report.